Event description:
Endovenous laser ablation was performed on pt. The right gsv and right gsv-accessory were percutaneously accessed in the knee region followed by passage of a 45-cm 5fr catheter over a .035 inch guidewire which allowed for passage of a 600 micron laser fiber to 1cm distal to the sfj. Duplex ultrasound was used to verify laser fiber position as well as percutaneous instillation of a concentric ring of tumescent local anesthesia along the course of cannulated r-gsv and r-gsv-acc veins. Sequential lasering of the gsv and gsv-acc likely caused heat-related injury of one laser fiber that was 'crossed over' at close enough proximity by the first continuously fired laser fiber such that a 3.8 cm remnant of distal laser fiber tip was left in the proximal gsv. At 3 months post-evla a duplex u/s performed by dr revealed the retained laser fiber tip. Pt has no symptoms and the closed -sclerosed-proximal gsv containing the laser fiber tip poses no problem or need for excision and removal since the laser fiber tip is inert and biocompatible. In this case, the risks of removal are quite significant and pt understands leaving the laser fiber tip in the closed off evla-treated proximal gsv should pose no danger at this time. Ultrasound assessement in six months will be performed to reassess the indwelling laser fiber tip.